Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her son had high blood glucose level and insulin pump had unexpected restart alarm as well as buttons were unresponsive. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Customer treated high blood glucose with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.